Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
A health care provider (hcp) reported through a manufacturing representative that a motor stall was seen at initial interrogation. It was initially reported that the patient had not recently had an MRI. On (B)(6) 2015, the patient's pump stalled, and the stall had not recovered (via the event logs). The health care provider (hcp) interrogated the pump on (B)(6) 2015 and found the pump in a stalled state. The patient did not hear the pump alarming, but the hcp did hear the pump alarming. The manufacturing representative was upset that there was "a terrible defect in the software and not acceptable (that these pumps could show that a stall is current when it really is not/telemetry state)." It was later reported that the patient had actually had an MRI without telling the manufacturing representative or hcp. The pump was not interrogated after the MRI, and when the hcp finally did interrogate the pump, it showed that a motor stall occurred with no recovery. The hcp interrogated a second time, and it showed that the pump did recover from the motor stall. The patient did not have any symptoms, and their pain was under control. It was unknown if the patient was on any oral pain medications. There may have been intrathecal bupivacaine in the reservoir from the last refill, but the manufacturing representative was not certain. The hcp was out of town at the time of the last refill. This was a cancer patient who had undergone chemotherapy and radiation, so the patient's immune system was down, and the pump would not be replaced if it had to be. The manufacturing representative was wondering if the radiation and other cancer treatment caused the stall to occur. The hcp stated the patient was doing okay, and their pain was under control. The manufacturing representative had not seen the patient. The system was delivering morphine at 1000mcg/ml and 300mcg/day. The lot number was unknown. The indication for use was malignant pain. No interventions/actions were taken. It is unknown what led to the event and how the issue was identified. The patient's status was "alive - no injury" at the time of this report. If additional information becomes available, the event will be updated.